Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and dbs therapy indications. It was reported that the patient may have had a stroke. They have had vertigo and dizziness. They are hoping to get an MRI.